Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient did not understand the purewick urine collection system fully and the container did not fill up. Also stated that there might be not enough urine stream and the patient would call for instructions. Per follow up 23apr21, representative called the patient to troubleshoot the unit because it was not suctioning properly. Everything was working fine after checking all components. Patient had a hard time using it at night because was not used to the item just yet. Everything was good to go with the system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient did not understand the purewick urine collection system fully and the container did not fill up. Also stated that there might be not enough urine stream and the patient would call for instructions.